Event description:
It was reported that while injecting the healon endocoat, the white finger rest detached, which resulted in the doctor¿s hand and vial jerking into the patient's eye causing a patient injury. It was stated that the finger rest flew off the syringe and hit the patient's eye at the time of the healon endocoat injection. It was reported that the patient was seeing 20/200. Follow-up indicated that the patient's corrected vision with glasses was 20/70. It was stated that the directions for use were followed. The procedure was on the patient's right eye. An intraocular lens, model zcb00, was implanted. The patient was expected to return for a post-operative visit. No further information has been provided.

Manufacturer narrative:
In follow up it was learned the patient has recovered. Healon duet lot up30729 contains healon endocoat lot number 025343 and healon lot up30655. Manufacturing records for lot up30729 was performed. All results were within specification. No nonconformities. No deviations. Manufacturing records for both up30655 and 025343 were reviewed. All results were within specification. Visual examination of a retained sample from lot 025343 was within specifications as was lot up30655. No visible defects found on the package, solution or cannula. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The healon endocoat is part of the healon duet system consisting of dispersive and cohesive. Healon duet lot #: up30729, manufacture date: 09/12/2014, expiration date: 07/31/2017. Implant date: if implanted, give date: na (not applicable). Explant date: if explanted, give date: na (not applicable). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lot no. Is being changed from lot no. 025343 to unknown. The initial reporter stated that the lot number is unknown. The reporter indicated that the lot no. On the shelf for the healon duet was 025343, which was initially reported. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.